Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following sequence of events: on friday, (B)(6) 2012 his blood glucose (bg) was 126mg/dl. An hour later, at 9:03 pm, he passed out and his wife called paramedics: his bg had dropped to 50mg/dl. He received intravenous therapy, but is unsure of what he was given. The paramedics attended him over the course of about 90 minutes when his bg ranged from 200 mg/dl to 69 mg/dl, until it finally stabilized at 137 mg/dl. The patient states, he does not eat many carbohydrates, and had eaten only had beans, salad, and chicken for dinner and did not bolus either by pump or injection. The patient had last changed the site at 6:33 a.m. On (B)(6) 2012, and does not use the pump for bolusing. The patient reports stress at work. No other changes in medication, pain or signs of illness. Customer service reviewed the pump with the patient. The basal history was correct. The pump was not suspended. Total daily dose adds up to patient's basal delivery 100% for past 3 days. Troubleshooting found no indication of a pump malfunction. This complaint is being reported as a patient on insulin pump therapy required medical assistance for a hypoglycemic episode of undetermined cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.